Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to high output on the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.